Manufacturer narrative:
The failure investigation has been completed and the alleged minimum fill, cartridge alarm 5, and altitude alarm issues were verified. Based on the analysis, the alleged cartridge change error issue could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 400 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error, altitude alarm, and cartridge alarm occurred. Customer¿s blood glucose level was 300 mg/dl. The customer reverted to manual injections for insulin therapy.